Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.

Event description:
The customer reported that during a procedure, the system locked up and displayed a precharge voltage error message. No pt injury was reported.